Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that nurse noticed that there was approximately 3 feet of air in the line past the chamber (had not reached patient yet). They stopped the infusion and sequestered the pump and noted that the "air in line" alarm did not alarm. There was patient involvement but no harm. It was later reported that the third party servicer was unable to duplicate the issue.